Event description:
Additional information received reported that the liquid embolic agent was embedded at the intended location in the external carotid artery. The event did not require any medical intervention. Embolization was almost done at the time, so no more intervention was done post rupture. The patient had a slight deficit, but it was not serious.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received indicating the physician did not pause during the injection and it was a continuous injection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after positioning the marathon microcatheter, injection of the onyx began at a 0.2 ml per minute rate. Between the injection all of a sudden the catheter ruptured (intact) in the distal segment, and onyx started coming out of the rupture point. It was noted there was no friction or difficulty during delivery of the catheter. The operator thought to pull the catheter out, but while pulling, the catheter became stretched in the middle segment and was left inside the vessel by the operator. There was no injury to the patient reported. The patient was undergoing surgery for treatment of a dural arteriovenous fistula (avf). It was noted the patient's vessel tortuosit y was moderate. Ancillary devices include a neuron max sheath, neuron 5f guide catheter, chikai 008 guidewire, onyx 18 liquid embolic.